Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. It was reported the patient who was implanted on the day of the call ((B)(6) 2017) at 11 am had not gone to the bathroom since implant. The patient stated they did not think the device was working. While on the call, the patient was assisted in syncing with the patient programmer and it was verified that the ins was on. The patient increased the stimulation to 1.5, was able to feel stimulation in the bike seat area and the reported issue was resolved. The patient was going to leave the stimulation at 1.5 and see if that helped their symptoms. It was later reported that the patient had difficulty voiding and wanted to verify that stimulation was on as they at first felt a slight tingling and now didn¿t feel it. It was reported that stimulation was on and consumer decided to increase it a little. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient noticed they were not getting the sensation and saw the screen with the question mark. It was noted patient still had bandages. Patient got poor communication, but was resolved by working with the antenna and was able to successfully connect. Patient saw the lightening bolt which meant stimulation was on program 1 at 1.6v. Patient mentioned they had an appointment on (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative reported the cause of the patient not going to the bathroom, not feeling stimulation, and the device not working was the stimulation was turned up and the device was confirmed to not be on. It was also reported that the actions and interventions to resolve the reported issues had been previously reported.